Event description:
On 05/17/2018, omni received notification from a sales representative through our complaint system that the patient stickers attached to the peel pack tyvek pouch did not match the outer box labeling. The outer box indicated a 0 degree hooded insert while the internal labeling indicated a 10 degree hooded insert.